Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2025-009584 in error. At this time of investigation, it has been determined that all further reporting activities will be carried out in src (B)(4). So, MDR 2518422-2025-009584 is a duplicate of src (B)(4).

Manufacturer narrative:
In previous report, additional narrative section was incorrect. The correct statement will be: the manufacturer previously reported on this device in MDR 2518422-2025-100923. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-100923. This report was submitted as a duplicate report of the previously submitted report. Consider this case as a duplicate of MDR 2518422-2025-100923.